Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and was not working properly. The customer¿s blood glucose was 180 mg/dl at the time of the incident. The customer reported that there was fluid under the liquid crystal display. The customer states the insulin pump was exposed to fluid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
However, we have received new information which has been updated on this report to reflect the correct information. The insulin pump was received with blank display due to moisture damage on electronics and motor assembly. Analysis was unable to confirm display anomaly and unable to perform any tests due to blank display. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.